Manufacturer narrative:
This report is submitted on february 12, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced skin issues and infection at abutment site, subsequently, the patient underwent revision surgery and was treated with oral and topical antibiotics (date and duration not reported). The implanted device remains.